Event description:
Medical examiner's office reports patient died of morphine intoxication in 2003. The pump was explanted and returned to the manufacturer for analysis. Hcp reports "death was non-contributory to the morphine pump." A follow up report will be sent when additonal information is received.